Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after setting the hst iii system (3.8mm) the seal on the main body, we attempted to inject the seal into the blood vessel, but the seal did not come out even when we pushed the plunger, so we used the enclose to stop the bleeding. There was a small amount of bleeding due to failure to stop the bleeding, no additional transfusion was required. No medical intervention was needed. There were no significant delays in the procedure. There was no patient harm.

Manufacturer narrative:
Trackwise-(B)(4). The device was returned to the factory for evaluation on 05/05/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed due to the non-return of the seal or tension spring assembly. The lot # 3000440202 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.